Manufacturer narrative:
Device evaluation: product evaluation has been completed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -13.5/1.5/76 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20.